Manufacturer narrative:
Review of the instrument run data confirmed the alleged 2 runs to have made potential false positive calls for the sars-cov-2 and fu b, due to abnormal baseline and photometer readings. The analyzer was replaced and will be sent to the repair depot for service. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
A customer from the us alleged discrepant results generated on 2 patient samples when using the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. Sample 1 generated invalid, a first repeat of the same sample with the same cobas® liat® was invalid, a second repeat with an unknown platform was negative for all 3 targets. Sample 2 generated sars-cov-2 negative, flu a negative, and flu b positive. A first repeat of the same sample with the same cobas® liat® generated sars-cov-2 negative, flu a negative and flu b positive. A second repeat of the same sample with an unknown platform was also negative for all 3 targets. Moreover, the negative results of the 2 samples were reported to the patients and/or medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance two (2) mdrs will be filed. One (1) per each sample.

Event description:
A customer from the us alleged discrepant results generated on 2 patient samples when using the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. Runs #3085 and #3086 were confirmed to have made potential false positive calls for the sars-cov-2 target of the scfa assay. Runs #3087 and #3088 were confirmed to have made potential false positive calls for the influenza b target of the scfa assay. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance two (2) mdrs will be filed. One (1) per each sample.

Manufacturer narrative:
Details in b5 were corrected. Cn-616614.